Event description:
When double lumen sphincterotome package was opened, staff observed that cutting wire was long and floppy when the sphincterotome was unbowed. Sphincterotome was not used because nurse and physician were concerned that cutting wire could have gotten caught up or bent during the planned procedure.